Event description:
It was reported by letter received from (B) (6) the following statement, "the insert presented a defect." It was further alleged that surgeon didn't implant the insert because "the metal wire had been taken away from the part made by polyethylene."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.